Manufacturer narrative:
H11: the actual device and a companion sample were received for evaluation. Visual inspection on both samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed on the companion sample, and no defects were observed that could generate the reported leak. Priming was performed on the companion sample, and no defects were observed that could generate the reported leak. Use test by gravity and by use test by spectrum iq pump were performed on the companion sample, and no defects were observed that could generate the reported leak. A water referee back pressure test was performed on the companion sample, and no defects were observed that could generate the reported leak. Pressure test and clear passage under water was performed on the actual sample, and a leak at the third y-site clearlink was observed. Priming was performed on the actual sample, and a leak at the third y-site clearlink was observed. A CT (computed tomography) scan performed on the actual sample was performed, damage at the gland was observed. The reported condition was verified on the actual sample. The cause of the condition could not be determined; however the most probable cause could be due to damage to the component from the supplier or from the automated manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution set were leaking from the y-site. The leaks were discovered during potassium infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.